Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿pros and cons¿ of total hip arthroplasty with metaphyseal proxima endoprosthesis¿ by waldemar wrazen, et al, published by klinika chirurgii urazowej ortopedii, 8 pages, was reviewed. The authors present their own experience concerning total hip arthroplasty with the metaphyseal prosthesis proxima between 2008-2013 using radiological and clinical follow-up of 1 year. The manufacturer of the acetabular components was no provided within the text of this study. The primary indication for tha implantation was unspecified degeneration of the hip from congenital diseases such as hip dysplasia or from post-traumatic osteoarthritis. Depuy implants: 62 proxima ultra-short femoral stems. Acetabular components and femoral head manufacturer are unknown. Results: 1 patient with a poor and 3 with a fair hhs- coded for pain. All patients experienced an increase in hip functionality. The authors note there were some patients who were unable to walk without assistance and/or had difficulty with adls. It is unknown if these outcomes were preexisting patient conditions or attributed to the tha- coded for medical device site joint range of motion decrease. 7 mispositioned stems identified on progressive post-operative radiologic studies 4 stems migrated into valgus identified on progressive post-operative radiologic studies 7 stems migrated into varus identified on progressive post-operative radiologic studies. (B)(6) year old male implanted with depuy proxima ultra-short stem and unknown acetabular components. Pre-op dx: post-traumatic osteoarthritic degeneration of the joint. Proxima stem showed device migration on progressive radiological studies at 1 year follow-up. Patient reports no pain but experienced slight joint mobility while walking long distances. No medical or surgical intervention required. The authors note that the patient's harris hip scores improved after the index surgery.